Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence.

Event description:
A patient reported that ¿from the second week post op noticed my breasts weren't right as my right breast was dropping. Had reported constant and severe pain in both breasts 6 months on. Have under cut pocket deformity in my right breast, all down to surgeon error. "Now have severe muscle weakness in both breasts (implants are under muscle) along with new implants. When patient lay down the implants also slot out of their pockets and fall into my armpits / onto the side of my ribs which is excruciatingly painful, most nights can't sleep unless I¿m in a very tight sports bra." This relates to the right side. Device remains implanted.